Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. (B)(4).

Event description:
It was reported that patient was experiencing severe pain for 3-4 days following cytosponge procedure. Patient reported difficulty eating solid food. Patient proceeded to take heartburn medication to relieve the pain. Patient reported black stool for 3 days. Pain resolved.